Event description:
Blood leak on 1st use dialyzer. Pt is fine. Performed cultures on dialysate to ensure no bacterial cross-over, results negative. Leak detected at beginning of treatment. Max blood loss approx. 150 ml. Dialyzer discarded.